Event description:
Baxter pump was used for precedex infusion, no issues /alarms all day. Noted at 1600 to not be infusing after being due for bag change. Patient had a chest tube placed during shift noted to be tachycardic tachypneic, chest x-ray ordered; blood cultures; labs sent without resolution of symptoms. IV tubing; pump changed; previous pump sequestered given to management.